Event description:
It was reported that the unknown abutment screw fractured in the patient mouth. It was also reported that they were unable to retrieve the screw and the oral surgeon had to remove the entire implant (nint413).

Manufacturer narrative:
One nanotite implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. No device lot number for the screw was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.